Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery. The customer¿s blood glucose level was unknown. The customer reported that they had low battery and changed battery and received failed battery. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with high active currents due to moisture damage. The insulin pump received with failed battery test due to moisture damage found on the electronic assembly. Moisture damage was not found on the motor or keypad assembly.